Manufacturer narrative:
The lifevest device involved in this event was not physically returned for evaluation but the ECG data and device performance flags captured by the device during the event were subsequently downloaded for evaluation. Background information: patient was a male. Patient was using the lifevest device after his ICD was explanted due to infection. He had multiple medical problems including ischemic heart disease, congestive heart failure, insulin-dependent diabetes, and diabetic neuropathy with a foot ulcer. He had previous episodes of appropriate ICD firing before it was explanted. ECG and flag analysis: 09:25:48 device startup in 2006; at 02:46:50 bradycardia (less than 40 bpm) is declared the following day; at 02:50:01 asystole is declared. The ECG begins in a normal rhythm then gradually becomes erratic with increasingly longer pauses (see attached ECG strips). In the last 20 seconds of the recording there are these beats. At 02:50:xx paramedics remove battery pack and begin CPR. Conclusion: a male patient died while wearing the lifevest device. The lifevest properly declared an asystole event. The device performed as designed, no shock is given for asystole events. Paramedics performed CPR but could not revive patient.

Event description:
A lifecor sales rep. Reported that a old male patient passed away in 2006, while wearing the lifevest device. Lifecore customer support followed up with the deceased patient's partner for additional details regarding the event. The partner remembered hearing the device's bonging alarm and voice announcement, but could not remember what the message was. Paramedics, at that point, removed the battery pack and took the device off the patient to administer CPR. The patient could not be revived.